Event description:
It was reported that during routine follow-up approximately two and a half months post-implantation, the patient reported cracking episodes during hip flexion associated with transient pain. A CT scan identified a fracture of the ceramic insert. Subsequently, a revision procedure was performed with removal of the competitors femoral head and the fractured insert; the hip joint and acetabulum were noted to be intact. A new ceramic insert and a new competitors femoral head were implanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: unk femoral head (johnson & johnson); item: unk; lot: unk. Desc: unk cup; item: unk; lot: unk. G2: foreign - event occurred in france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.